Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing not being conducted properly due to leakage from el connector, distal end, and forceps elevator. Additionally, humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the distal end had foreign material, the inside of the light guide lens had foreign material and the forceps elevator had foreign material. Other issues found were: the suction cylinder had no color, the guide pin of the electrical connector was damaged causing water tightness to be lost, the distal end had a crack, the forceps elevator wire was damaged causing the fixing force of the guide wire to not meet the standard value, the angle wire was worn causing it to not meet the standard value, the connecting tube has coating peeling, the distal end is shaved, the adhesive around the light guide crack is cracked, the water tightness around the forceps elevator is lost and there is corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope was returned with no complaint for repairs. The issue occurred during maintenance. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the distal end had foreign material, the inside of the light guide lens had foreign material and the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation